Event description:
It was reported that during inspection, the ht70 plus ventilator screen displayed "date and time loss. Replace coin battery". The ventilator was not in use on a patient at the time of the reported event. To resolve the issue, the service engineer replaced the coin battery. The unit passed all testing and operated within the manufacturing specifications.

Manufacturer narrative:
Device evaluation summary: the coin cell battery was returned for analysis. Battery voltage measured 3.214 vdc which is within the acceptable range. The battery was then measured with a zts pulse load battery tester, which showed that the battery is only able to deliver 10% while under load. The evaluation isolated the failure to the coin cell battery but did not determine a cause. If information is provided in the future, a supplemental report will be issued.